Event description:
The complainant has reported that a male patient (age unknown) underwent multiple band ligation for the treatment of esophageal varices by use of a speedband multiple band ligator device. It was reported that when doctor attempted ligation, the first four bands did not deploy. Banding was stopped and treatment was completed successfully with sclerotherapy. It was also reported that the patient had suffered no complications as a result of this event.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Information not included in any section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.